Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited oversensing due to muscle noise on the right ventricular (rv) channel. As a result, an inappropriate anti-tachycardia pacing (atp) therapy was provided. The atp induced the patient into a slow ventricular tachycardia (vt). Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This ICD remains in service.